Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify missing segments/partial display anomaly due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump had a critical pump error and blank display. The customer¿s blood glucose was 147 mg/dl. Customer was unable to clear the alarm. Able to clear it , after that it went to white screen. Customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Troubleshooting was performed for frozen display. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.